Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 pump alarmed pump error 63. Unit passed displacement test and self test. No pump error 63 noted during test. Unit successfully downloaded to thus. Confirmed pump error 63 variable 3 was noted in the history download on 10/06/2019 12:59:28.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads and serial number label missing. The p-cap/reservoir does lock properly. No pump error 63 noted during test. However, confirmed pump error 63 variable 3 was noted in the history download on 10/06/2019 12:59:28.000 due to broken trace u1 pin6 on keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.